Event description:
Healthcare professional reported "capsular contracture baker grade iii with tightness and pain". This record is for the right side. Patient was prescribed singulair¿. Device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of "it started 8 weeks ago" provided. Continued e1: alternate phone number: (B)(6). Continued e1: alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.